Event description:
Healthcare professional reported deflation. This record is for the right side. The device has been explanted.

Manufacturer narrative:
This is a follow up report to medwatch submitted 9617229-2023-13079 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.